Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's battery was not charging. The device was not in use on a patient.

Event description:
It was reported to philips that the device's battery was not charging. The device was not in use on a patient. One li-ion battery pack was returned for failure analysis. The reported customer problem was verified/replicated during lab testing. The battery was unable to gain charge and was unable to hold a charge. The battery was able to accept trickle charge using the ¿boost¿ function from the cadex c7200 battery analyzer, but would not hold the charge in the heartstart mrx device. The battery also would not gain charge while in the mrx unit. The battery is faulty.